Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited farfield oversensing which led to atrial tachy response (atr) and higher pacing. Technical services (ts) recommended possible reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.